Event description:
A us dist contacted zoll to report that charger/modem sn (B)(4) displayed an error code when charging a battery pack.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (charger displays error code when charging a battery pack) was confirmed. As rec'd, the charger would not charge a battery pack. Upon investigation, the q1 current-controlling transistor on the bedside board was internally shorted. The cause of the error is the shorted transistor. The root cause of the shorted component could not be positively identified. No adverse even resulted from the defective charger/modem.